Event description:
During an esophagectomy, the resident was retracting and the attending surgeon had the blade against her hand. When she removed her hand, she noticed a second degree burn. Resident is fine at this time. The pt was readmitted and reopertaed for bleeding, the cause was not determined. Pt is in ICU at this time, there has been no signs of bleeding for the last 12 hrs. 1/30/97 the surgeon, the operative procedure was basically a total esophagectomy with an esophageal gastrostomy. The individual who was injured was using the harmonic scapel and guiding it with her fingers. The instrument was placed on the structure and used for hemostasis. It was not visualized, it was done by feel. Co requested the instrument be sent back for the co's eval. There was an exploration that evening for what was thought possibly to be bleeding from the short gastric vessels. At time of exploration the short gastric vessels were not bleeding. No definite site of bleeding was identified. During co's discussion with the surgeon, it was felt that the problem was an inappropriate use of the instrument and there was no specific malfunction noted.